Manufacturer narrative:
The following physical damage on the insulin pump was noted: cracked lcd glass, minor scratches on the casing, and minor scratches on the lcd window. No vibrating noted. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to cracked lcd glass.

Event description:
The customer reported via phone call that the insulin pump was damaged in a motorcycle accident. Blood glucose level at the time of the incident was 245 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated there was a scratch on the insulin pump case and lcd screen making it difficult to read. The insulin pump was returned for analysis.